Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of insulin flow blocked alarm on (B)(6) 2025 which led to high blood glucose 400mg/dl. The patient was admitted to the hospital and received insulin using intravenous drip. No further information available.